Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was returned for evaluation. The returned device had six legs and three arms. Therefore, the investigation is confirmed for detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques

Event description:
It was reported that approximately five years and four months post vena cava filter deployment, allegedly three detached limbs were identified in the pulmonary arteries. The filter was successfully captured and retrieved. There was no reported attempt to retrieve the detached limbs. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years and four months post vena cava filter deployment, allegedly three detached limbs were identified in the pulmonary arteries. The filter was successfully captured and retrieved. There was no reported attempt to retrieve the detached limbs. There was no reported patient injury.